Event description:
Customer's spouse calling. Stated customer performed a blood glucose test, result unknown. The customer took their normal medications. The next morning the customer was found unconscious. The spouse took a blood glucose reading and received a result of 123mg/dl. Spouse called 911 and retested with the customer's device and received a result of 41mg/dl. When emt's arrived they tested their blood glucose, the result is unknown. The customer was given an IV of dextrose and taken to the hosp. At the hosp they rec'd reading of 15 & 11mg/dl. The customer was given food and observed for two hrs and then sent home. The customer was using expired controls. A request was made for the return of the suspect device and replacements were sent.